Manufacturer narrative:
Received a 4fsl pro -PICC for evaluation. A visual inspection revealed the lumen to be trimmed slightly above the 35cm mark with no damage or defect to the catheter. A functional assessment showed the catheter to flush easily and without resistance. Based on the sample analysis and the process verification,we are unable to determine the cause or factors that may have contributed to this event. Perforation is a known potential complication that can occur during the insertion procedure. The instructions for use contain the following potential complications: cardiac tamponade, inferior vena cava puncture, laceration of the vessel, perforation of the vessel, right atrial puncture, and superior vena cava puncture, hematoma.

Event description:
Perforation of v. Cava sup with PICC during or after insertion.